Event description:
The doctor proposed a procedure to surgically remove the implant, but the patient had no pain and decided against the procedure. Due to the lack of further contact with the patient, the doctor has no plans for further action at the moment. This MDR is related to (B)(4).

Manufacturer narrative:
The investigation is on-going. A supplemental report will be provided upon receipt of further information.

Manufacturer narrative:
Per results: implant was not returned to biomet 3i, remains implanted. Not device related, clinical. No conclusion can be drawn. Checked inventory and all 238 / niitp5411 from this lot have been shipped and this is the 6th reported incident to date. Other incidents were for loss / non-integration. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition. Mfg. Lot # 774559 / no nc's/ CAPA written on this lot.

Event description:
Customer reported that the implant had dropped into the sinus.